Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received missing end cap sticker. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken reservoir tube lip. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons responded intermittently. Customer reported that insulin pump may have been exposed to water. Customer's blood glucose was 269 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.